Event description:
Al6 filter would not allow prime solution to flow. Clinical discussion. The perfusionist recognized that while priming the al6 filter they were unable to prime the unit. They changed the whole circuit out, not just the arterial filter. There was no delay to the procedure, and no risk to the pt as a result of this potential failure. Lastly, there was a moderate inconvenience for the perfusionist as a result of having to open a new pack, and setting up a new circuit.

Manufacturer narrative:
Part was received on 05/17/2013 and the occlude purge port was confirmed. Health hazard eval (hhe) was created due to similar issue being discovered during the inspection process. Based on the hhe with additional info and recall 1124841-07/26/2013-001-r has been issued. This report is being submitted based on the completion of the hhe and issuing the recall. This model number and lot number have been included in the recall. Complaint will be included in associates awareness training. The device history did not indicate any production related problems. All available info has been placed on file in quality mgmt for appropriate tracking, trending, and f/u. (B)(4).